Manufacturer narrative:
The lead was discarded and unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the reported migration and infection. The evoke scs system surgical guide states the following potential risks, "erosion of the lead, lead extension or cls through the skin... And infection...may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for infection and migration at the anchor implant site. The evoke system was explanted. The patient had been implanted seven (7) months earlier.